Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in the pt room at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was ripped off the bed causing damage to the communication board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the communication board to resolve the issue. Based on this info, no further action is required.